Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary, what the patient was doing at the time of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It was reported that the hospital discarded of the explanted devices following the revision and thus they cannot be returned to corin to be examined. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision of the cup, screws and ecima liner after approximately 5 months and 2 weeks due to dislocation. The patient also had a non-corin ceramic head and modular neck revised.

Manufacturer narrative:
Per -4413 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary, what the patient was doing at the time of the dislocation and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. It was reported that the hospital discarded of the explanted devices following the revision and thus they cannot be returned to corin to be examined. The part no. Provided in section d4 in the initial report was incorrect. It has been corrected in this report. The therapy dates in section d10 in the initial report were also incorrect. They have been corrected in this final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, screws and ecima liner after approximately 5 months and 2 weeks due to dislocation. The patient also had a non-corin ceramic head and modular neck revised.